Event description:
Pt was brought to the e.r. Via ambulance service, with complaints of shortness of breath. While paramedics were unloading the pt from the ambulance, the upper portion on the right side of their cot broke, dumping the pt and the cot to the ground. The pt was placed on to the e.r. Stretcher from the sidewalk.